Event description:
It was reported that an ilet user experienced elevated glucose readings after a supply change, despite prior in-target values, with no visible site abnormalities or leakage; troubleshooting included disconnecting the set, filling the tubing until drops were observed, and reattaching. Symptoms included hyperglycemia. Outcomes included no hospitalization and continued device use following education and troubleshooting. Investigation included user interview and guided troubleshooting. Investigation of this case revealed no confirmed device or component malfunction and an unclear cause of hyperglycemia. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.